Event description:
Affiliate reported that due to chronic headaches, the patient was examined, and it was diagnosed that the pressure setting of hydrocephalus valve was altered. The surgeon tried several times to readjust the pressure setting but without success. For the reason, the valve was explanted. After the revision surgery, the patient is symptom-free.

Manufacturer narrative:
It is anticipated that the device will be returned for investigation. Upon completion of the investigation, a follow up report will be filed.